Manufacturer narrative:
The field service engineer (fse) while working the device found the battery depleted. The device needs a battery. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery. A quote for the battery was given to customer. No further action at this time.

Event description:
The field service engineer (fse) while working the device found the battery depleted. There was no patient involvement.